Event description:
It was reported that during a breast biopsy procedure, the cannulas were locked. No further info was provided. Another same like device was used. There was no adverse pt consequence.

Manufacturer narrative:
H3:evaluation summary: based upon the inquiry info received visual and functional examination, the instrument was disassembled and the vacuum hose was found to be dislodged.